Manufacturer narrative:
The device has not been returned, therefore no analysis could be completed. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device system was explanted due to infection. The device and leads were discarded at the facility. Besides surgical intervention, no adverse patient effects were reported.